Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported of a patient that had been injected with juvéderm voluma with lidocaine on one side of the face. Patient first complained of being light headed and palpitation. A few minutes later, the patient started to vomit, feel dizzy and lost consciousness right after. Patient was brought to the hospital and received an adrenaline shot. Patient regained consciousness and was released from the hospital after 2 hours of observation. Patient had been diagnosed at the hospital with vasovagal reaction and anaphylactic shock. Patient recovered without sequelae.